Event description:
The reporter indicated that the device showed 73 ohm shock impedance using the shock electrode integrity test. Through the follow-up screens, ventricular fibrillation was induced with nips and a 15j "d" shock was to be delivered followed by another 28j shock. The device indicated that the shocks were delivered, however, the pt only moved "slightly" and impedance read "high". An external shock was delivered to convert the pt to sinus. The shock electrode integrity test was repeated. The implant screen was used this time to re-induce a programmed 20j shock which had the same results. The pt was rescued with an external shock. The physician verified that the can electrode was active, he re-connected the leads, and then induced a ventricular tachycardia (vt) which delivered a manual shock of 370v that worked. The ventricular fibrillation was re-induced, but the same result as before occurred. Another device was implanted without further incident. The device will be returned.